Event description:
Caller states that, the pt tested 4.3 inr on the coaguchek system and 5.6 inr on a comparison lab. No action was taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent. Coaguchek test system: meter, strip lot 393a, exp 03/31/08.

Manufacturer narrative:
Suspect device is coaguchek test strip.